Manufacturer narrative:
Findings: pump received with no button response due to unlocked j2 connector on lcd board. No audio/beep anomaly noted during testing. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 223 mg/dl. The customer stated that none of the button seems to be working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had constant tone. Customer's blood glucose at time of incident was 223 mg/dl. The customer stated that the pump was just humming. The customer stated the alarm did not occur prior to the constant tone. The alarm did not clear successfully by pressing esc/act. The customer was to remove battery for 5 minutes and insert a new battery. The customer stated that the constant didn't disappear.